Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014).the patient¿s meter and usb cable/ac adaptor have been returned on 4/11/2014 and evaluated by lifescan product analysis on 5/8/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable/ac adaptor were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch verio iq meter would power off during use. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged power issue began ¿about a week ago¿. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated right before the alleged issue occurred; she developed symptoms of ¿thirsty and dizzy¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.